Manufacturer narrative:
A visual, dimensional, and functional examination were performed on the returned device. The reported break was confirmed as material deformation. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na

Event description:
It was reported that the patient had multi-vessel coronary artery disease (cad). The mid and proximal left anterior descending (lad) coronary artery were stented with a 2.75x48mm stent with a good result. Then the right coronary artery with heavy calcification, moderate tortuosity and 80% stenosis was pre-dilatate with a 2.75x15mm high pressure unknown balloon. The 3.5x38mm xience alpine stent delivery system (sds) was attempted to be advanced but could not cross the lesion due to anatomy and the stent became fractured. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the patient had multi-vessel coronary artery disease (cad). The mid and proximal left anterior descending (lad) coronary artery were stented with a 2.75x48mm stent with a good result. Then the right coronary artery with heavy calcification, moderate tortuosity and 80% stenosis was pre-dilatate with a 2.75x15mm high pressure unknown balloon. The 3.5x38mm xience alpine stent delivery system (sds) was attempted to be advanced but could not cross the lesion due to anatomy and the stent became fractured. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.